Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), uterine prolapse ("uterine prolapse"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, uterine prolapse, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain and uterine prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devide was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: unable to locate left tube implant') and genital haemorrhage ('abnormal bleeding') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 4 (B)(6)2003 , (B)(6)2007 , (B)(6)2008 , (B)(6)2010 , (B)(6)2013), gestational hypertension (B)(6)2012)), hypothyroidism, gerd, low back pain, abdominal pain, nausea, headache, dysfunctional uterine bleeding, dizziness, vertigo, paraesthesia, fatigue, graves' disease, weight gain, tobacco user, obesity (morbid obesity), carpal tunnel syndrome, external hemorrhoids (rectal bleeding), stomach discomfort, diarrhea, bacterial vaginosis, facial pain, menometrorrhagia, cystoscopy, urinary tract infection, pelvic adhesions and weakness. Previously administered products included for prevent pregnancy: mirena iud from 2008 to (B)(6)2012 and depo provera; for an unreported indication: acetaminophen. Past adverse reactions to the above products included adverse drug reaction with mirena iud and depo provera. Concomitant products included levothyroxine since (B)(6)2011 and omeprazole since (B)(6)2011. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pelvic area pain"). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), uterine prolapse ("uterine prolapse"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy(full)/salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, uterine prolapse, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils draining into the cavity with internal coil visualized at the tubal ostia. The same procedure was repeated on the left side. The patient tolerated the procedure well. This patient case linked with mirena case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure devide was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal haemorrhage, menorrhagia, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: plaintiff fact sheet and medical record received - events "abnormal bleeding (vaginal, menorrhagia)" added. Reporter information, patients demographic information, other relevant history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: unable to locate left tube implant') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ( on (B)(6) 2003 , on (B)(6) 2007 , on (B)(6) 2008 , on (B)(6) 2010 , on (B)(6) 2013), gestational hypertension (on (B)(6) 2012), hypothyroidism, gerd, low back pain, abdominal pain, nausea, headache, dysfunctional uterine bleeding, dizziness, vertigo, paraesthesia, fatigue, graves' disease, weight gain, nicotine dependence, obesity (morbid obesity), carpal tunnel syndrome, external hemorrhoids (rectal bleeding), stomach discomfort, diarrhea, bacterial vaginosis, facial pain, menometrorrhagia, cystoscopy, urinary tract infection, pelvic adhesions and weakness. Previously administered products included for prevent pregnancy: mirena iud from 2008 to on (B)(6) 2012 and depo provera; for an unreported indication: acetaminophen. Past adverse reactions to the above products included adverse drug reaction with mirena iud and depo provera. Concurrent conditions included uterine prolapse. Concomitant products included levothyroxine since on (B)(6) 2011 and omeprazole since on (B)(6) 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic area pain"), 1 day after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), uterine prolapse ("uterine prolapse"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy(full) / salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, uterine prolapse, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils draining into the cavity with internal coil visualized at the tubal ostia. The same procedure was repeated on the left side. The patient tolerated the procedure well. This patient case linked with mirena case: (B)(4). Treatment received for abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: essure devide was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal haemorrhage, menorrhagia, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) , abnormal bleeding (gen) were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), uterine prolapse ("uterine prolapse"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, uterine prolapse, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain and uterine prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure devide was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.